Event description:
The rotator broke during a left ventriculogram procedure. The device was discarded at the hospital. No report of harm or injury.

Manufacturer narrative:
Device evaluation: the customer discarded the device at the hospital. Complaint is not confirmed. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. The device history record review revealed that the high pressure stopcock used in this kit was built after implementation of corrective actions for the rotator collar to rotator housing bond. Without the device it is impossible to determine a root cause for the reported failure or to verify the suspect stopcock was built post corrective actions. No conclusion can be drawn. Complaint data will continue to be monitored for this type of failure. Evaluation: method: device history record was reviewed. Complaint database was reviewed. Results: suspect device was not returned for evaluation, inconclusive. Conclusions: no conclusion can be drawn.